Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. No device failure or malfunction was identified that would have caused or contributed to the increased intraperitoneal volume (iipv) that was found during evaluation. The device's service history review revealed no previous service events were related to the reported condition. The cause for the iipv was determined to be insufficient drain; one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration reading was 1310ml, indicating the home patient (hp) drained 1310ml more than their programmed fill volume of 2000ml. This information meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient did not report any symptoms of overfill. The nurse stated that the patient has fluid overload, however, it is unrelated to peritoneal dialysis therapy and the patient resumed therapy fine. There was no patient injury or medical intervention associated with this event.